Event description:
It was reported that during the preparation stage of an angioplasty procedure, this device was wiped down and it was observed that some of the teflon coating had come off. The device was not used and was discarded.